Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue there were several other system errors that occurred on the device. Those system errors were caused by the following parts: system pca, pillows, and blower assembly. The following part had failed: 3 way solenoid valve. There was damaged to the filter cover. All of the parts were replaced on the device. The following part was proactively on the device: air inlet foam filter.